Event description:
It was reported the pt experienced a shocking or jolting sensation. It was stated the pt's device was reprogrammed, which solved the unwanted stimulation problem. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.